Manufacturer narrative:
A breakage of a cortical screw 4.5 occured or was detected during a planed removal of a hto-plate. A piece of the screw remained in situ.

Event description:
Breakage of a cortical screw d4.5 occured or was discovered during explantation of a hto-plate at (B)(6) hospital.